Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that one of the device's battery pins was pushed through the rear case. Stryker reinstalled the battery pin to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that one of the device's battery pins was missing. As a result, the device may unexpectedly power off or be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.